Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Leak test was performed and noted a leak the joint between the spike and the vent filter and a crack line was observed. Pressure test and clear passage under water were performed with no issues noted. The reported condition was verified and the cause was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nitroglycerin set with duo-vent spike leaked from the filter chamber during priming. There was no patient involvement. No additional information is available.